Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that the emergency medical services. The customer's blood glucose was 700 mg/dl at the time of incident. The customer stated that they were vomiting. The customer stated that they were given IV drip and manual injections to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The reservoir will not be returned for analysis.